Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, decreased sensing and loss of capture was noted on the atrial lead. An x-ray confirmed the atrial lead was dislodged. The lead was explanted and replaced, and the patient was stable with no adverse consequences.